Event description:
Prior to a ptca procedure, the red tip of the catheter came off outside of the pt. The balloon had been advanced on the wire and become stuck. The red tip of the catheter came off while trying to remove the wire. No pt injuries or complications were reported.